Event description:
It was reported that prior to use of the intra-aortic balloon (iab), the catheter appeared to have liquid inside the packaging. There was no patient involvement.

Manufacturer narrative:
An evaluation was performed of the returned product and photographs provided. A sensation plus catheter kit was returned intact and sealed. The evaluation consisted of a visual inspection confirming the presence of clear fluid inside the iab kit packaging only. Pull membrane from retainer test was performed and no failures were noted. The devices reported to contain fluid inside the device packaging were sampled and infrared spectrum analysis performed. The results indicated that the substance was silicone which had migrated inside the packaging of the device during storage. Silicone is used as a lubricant during the manufacturing process and has been determined to be biocompatible. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The reported event of foreign matter is not confirmed, the substance observed and found to be present was determined to be silicone that migrated within the device packaging. It was not foreign matter and no nonconformity of the device was observed. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4). Device not returned.

Event description:
It was reported that prior to use of the intra-aortic balloon (iab), the catheter appeared to have liquid inside the packaging. There was no patient involvement.